Event description:
It was reported the 512b was used during an unknown procedure. It was reported by the affiliate that the valve broke in the (3) devices during the same procedure. There was no patient consequence.